Event description:
It was reported that the patient experienced emergency backup battery (ebb) faults despite replacing the ebb on 05feb2026. The log files were submitted for review. The event log files confirmed the ebb faults that started from 15mar2026 to 16mar2026. The ebb fault was due to the ebb failing the load test. The event log file also captured low power advisories due to battery depletion on 07mar2026, 09mar2026, 11mar2026, 12mar2026 and 14mar2026. The patient was waiting too long and/or waiting for advisory alarms before replacing the batteries. The mechanical circulatory support (mcs) equipment operated as intended electronically and mechanically. Additionally, the system controller was returned, indicating that a controller exchange was performed to resolve the alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarm was confirmed via the submitted log files; however it was not reproduced. A review of the submitted controller event log file spanned approximately 11 days (06mar2026 ¿ 16mar2026 per time stamp). The backup battery fault alarm activated on 15mar2026 at 03:52:25 due to a load test fault. The backup battery did not pass the load test due to the loaded voltage being under the acceptable threshold as compared to the unloaded voltage. The alarm cleared several times after another load test was completed and passed but then reactivated and lasted through the remainder of the log file. The alarm did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The returned system controller, serial number (B)(6), was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No atypical alarms were produced during testing. The backup battery load test was initiated during testing and a fault was not reproduced. The system controller operated for an extended period of time during testing, afterward the log file was reviewed and there were no events captured where the load test did not pass. No other backup battery faults were observed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. A root cause for the reported event cannot be conclusively determined through this analysis. A corrective and preventative action (CAPA) was initiated to investigate the increase in reported backup battery faults. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including backup battery fault alarms. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The 11v battery was inspected and accepted into the storage location on 30sep2025. No further information was provided. The manufacturer is closing the file on this event.